Manufacturer narrative:
Result: footboard was cracked on the bottom corner with exposed sharp edges.

Event description:
It was reported by service report that the footboard was cracked on the bottom corner with exposed sharp edges, but no possibility for fluid ingress. No pt involvement or adverse consequences were reported.